Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number (B)(4). The device was returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
On (B)(6) 2016 a premature infant had a premicath 1fr PICC inserted. On (B)(6) 2016 the PICC line was noted to be leaking under the tegaderm at the site of the hub. The entire catheter was removed from the site without any serious incident.

Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number (B)(4). This complaint is not confirmed. Examination of the faulty sample showed a small hole just distal the anti-kink collar. A 3 ml syringe with 0.9% saline solution was connected to the catheter and steri-strips were still adhered to the wing. This is the (B)(4) for this product code concerning a catheter leakage. There are (B)(4) other complaints for batch 160914gc. As each catheter is leak- and flow-tested before packaging and the catheter worked well for 3 days, a production fault could be excluded. An additional warning leaflet regarding contact with organic solvents is now added to each premicath and nutriline catheter. Furthermore, a warning sticker is placed on each product's packaging, (ref. (B)(4)). Corrective/preventative action: beside (B)(4) no further corrective action initiated by quality management. However, it is essential to let the disinfectant dry completely before the catheter is placed, as alcohol or organic solvents can damage the catheter material.

Event description:
On (B)(6) 2016 a premature infant had a premicath 1fr PICC inserted. On (B)(6) 2016 the PICC line was noted to be leaking under the tegaderm at the site of the hub. The entire catheter was removed from the site without any serious incident.